Event description:
It was reported intermittent occlusion alarms occurred and they have increased in frequency, past dates not provided. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.